Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user elected to return the ilet after experiencing recurrent hypoglycemic events while using the system, treated with oral glucose such as glucose tablets with lows reported as >40mg/dl and the most recent glucose low reported as 57 mg/dl, with no alarms or other device problems described and no device component implicated. Symptoms included hypoglycemia. Outcomes included no reportable impact beyond insufficient information to characterize longer-term effects. Investigation included communication with the user and healthcare provider and analysis of information provided by the user and third parties. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.